Event description:
The surgeon stated a pt reported seeing glare and halos following a unilateral intraocular lens (iol) implant. The iol was implanted over one year ago. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot.